Manufacturer narrative:
Evaluation summary: the reported complaint was confirmed. The ventilator was tested the functionality: the alarm did not sound as it should. While quiet alarm mode functioned normally, no audible alarm was heard in the loud alarm mode. The returned ventilator was visually inspected and found that the cable connected to alarm assembly was broken at end. The faulty part was replaced and a full calibration and operational verification procedure were performed. The ventilator passed all functional tests without further issues. Alarm assembly cable broken.

Event description:
Reportedly, alarm only works in the quiet mode, when alarm mode is switched to loud, alarm does not work. Please note that there was no patient involvement in this case.